Event description:
There have been 6 reported PICC line infiltrations in the last two weeks in the nicu department with variation of patient injury. The most severe injury resulted from an infiltration of a PICC that was placed in the antecubital with intended destination in the superior vena cava. The neonate's chest was found to be swollen and infant began to require increased respiratory support. A subsequent x-ray demonstrated a pleural effusion. The PICC line was removed and fifty cc's of fluid light pink/white fluid was removed from patient's chest using needle aspiration guided by fluoroscopy. Catheter appeared intact. Five of six of the events involved the same lot number 2123718. The sixth infiltration was from lot # _11030894_.the company was notified of the events and a sales representative visited the facility. Insertion technique and procedure checklists were shared with the rep. He did not note any obvious user errors at the time. There have been no changes in staff who insert piccs and no changes to the PICC insertion procedure. A removed PICC line was given to the rep for evaluation. The rep removed the affected lot of unopened product and replaced with product from a new lot. The manufacturer rep informed us that the only change made to the product was approximately 12-18 months ago when argon acquired bd and the manufacturing site had changed but the lot number would have to be investigated. He was not aware of any product changes of composition etc.what was the original intended procedure?PICC line.